Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-apr-2018 with the following findings: during the investigation, a full rewind was performed successfully. A load cartridge and prime steps were completed with no issues. The prime was accurately recorded in the prime history. During 24 hour basal testing, the pump emitted a cs088 alarm. Further testing was unable to be completed due to the alarm failure. The pump¿s cover was removed, and internal moisture was found on the printed circuit board and the internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged the pump would not load the cartridge. No sound was made during this step and the pump verified the step was completed. During troubleshooting of the prime steps no insulin came out of the tubing but the pump recorded the prime amounts in the prime history. An air bolus was also completed and was recorded properly in the history. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.